Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. An evaluation of the video and photo provided by the user confirmed the report. Based on the video provided, the first black band did not constrict as intended and in the photo provided, the amber band did not constrict as intended. However, in the photo provided, all the black bands seem to have constricted as intended. Without return of the complaint device a further investigation could not be performed. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The information provided by the user stated: "the customer accidentally deployed a band on a table and found that the band didn't immediately contract into rounded form." However, an evaluation of the photo provided by the user indicated that all six bands were deployed. The instructions for use advise the user: "if an abnormality is detected that would prohibit proper working condition, do not use." Inadequate storage conditions (excessive light and heat) or sterilization could contribute to the properties exhibited as described in the customer complaint. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. Per the band supplier, if properly stored, tubing can maintain its specification properties for five years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The information provided indicated that the user prematurely deployed a band during preparation. Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook 6 shooter saeed multi-band ligator. While preparing the device before using with a patient, the customer accidentally deployed a band [band prematurely deployed] on a table and found that the band did not immediately contract into rounded form [band will not contract after deployment].

Manufacturer narrative:
Investigation evaluation: of the three products returned, one was opened and used. The two other devices were returned in sealed boxes. A product evaluation was performed on the devices returned. Device 1: an evaluation of the video and photo provided by the user confirmed the report. Based on the video provided, the first black band did not constrict as intended and in the photo provided, the amber band did not constrict as intended. However, in the photo provided, all the black bands seem to have constricted as intended. The product received was returned in an opened box. The handle, trigger cord, six deployed bands (one (1) amber and five (5) black bands), barrel, irrigation adapter, and loading catheter were included in the return of the device. A functional test could not be performed because the elastic bands were returned deployed. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was received with a knot approximately 8.5 cm from the distal end. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using the bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The knot was removed and the length of the trigger cord was measured between the knots, which is within the tolerance. The trigger cord was intact and not broken. Device 2: the device was returned sealed. Our laboratory evaluation of the product was said to be involved confirmed the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands took time to constrict on the simulated varices as described in the report. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using the bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 123 cm between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. Device 3: the device was returned sealed. Our laboratory evaluation of the product was said to be involved confirmed the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands took time to constrict on the simulated varices as described in the report. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using the bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 123 cm between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The information provided by the user stated: "the customer accidentally deployed a band on a table and found that the band did not immediately contract into rounded form." However, an evaluation of the photo provided by the user indicated that all six (6) bands were deployed. The instructions for use advise the user: "if an abnormality is detected that would prohibit proper working condition, do not use." Inadequate storage conditions (excessive light and heat) or sterilization could contribute to the properties exhibited as described in the customer complaint. Per the band supplier, if properly stored, bands can maintain its specification properties for five (5) years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The information provided indicated that the user prematurely deployed a band during preparation. Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Investigation evaluation: of the three products returned, one was opened and used. The two other devices were returned in sealed boxes. A product evaluation was performed on the devices returned. Device 1: an evaluation of the video and photo provided by the user confirmed the report. Based on the video provided, the first black band did not constrict as intended and in the photo provided, the amber band did not constrict as intended. However, in the photo provided, all the black bands seem to have constricted as intended. The product received was returned in an opened box. The handle, trigger cord, six deployed bands (one (1) amber and five (5) black bands), barrel, irrigation adapter, and loading catheter were included in the return of the device. A functional test could not be performed because the elastic bands were returned deployed. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was received with a knot approximately 8.5 cm from the distal end. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using the bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The knot was removed and the length of the trigger cord was measured between the knots, which is within the tolerance. The trigger cord was intact and not broken. Device 2: the device was returned sealed. Our laboratory evaluation of the product was said to be involved confirmed the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands took time to constrict on the simulated varices as described in the report. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using the bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 123 cm between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. Device 3: the device was returned sealed. Our laboratory evaluation of the product was said to be involved confirmed the report. The device returned was sealed with all ligator components present. During our laboratory analysis, the mbl device was attached to an endoscope that was placed in a simulated gi position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands took time to constrict on the simulated varices as described in the report. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location using the bead inspection plate. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured at 123 cm between the knots which is within tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The information provided by the user stated: "the customer accidentally deployed a band on a table and found that the band did not immediately contract into rounded form." However, an evaluation of the photo provided by the user indicated that all six (6) bands were deployed. The instructions for use advise the user: "if an abnormality is detected that would prohibit proper working condition, do not use." Inadequate storage conditions (excessive light and heat) or sterilization could contribute to the properties exhibited as described in the customer complaint. Per the band supplier, if properly stored, bands can maintain its specification properties for five (5) years or longer. The tubing should be stored in containers, which are sealed from airflow and light. These bands are stored at our facility in an air tight container to protect against exposure to uv light. We can conclude that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The information provided indicated that the user prematurely deployed a band during preparation. Applying tension to the trigger cord during system preparation can result in premature band deployment. The instructions for use includes the following: "note: care must be taken to avoid deploying a band while winding trigger cord." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.